Event description:
It was reported that the patient presented for implantation of atrial lead. Through x-ray it was noted that the atrial lead was found dislodged. The reported lead was implanted and explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, helix measurement, and visual inspection did not identify any anomalies.